Event description:
As reported by a field clinical specialist (fcs), during valve deployment of a 26 mm sapien 3 ultra valve in the aortic position in a surgical valve via transfemoral approach. A non-ew balloon was used to fracture the valve but ruptured. The non-ew balloon was removed without complication. A second non-ew balloon was used to fracture the valve again but also ruptured. Upon removal, the sheath appeared to be split under x-ray. The sheath was removed from the patient without complication or harm to the patient. Upon removal of the esheath, liner delamination was noted.

Manufacturer narrative:
The investigation is ongoing. The device is not returning.

Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information. The following sections of this report have been updated: corrected h.6 component codes, investigation conclusions and investigation findings. Added new information to h.6 type of investigation. The device was not returned to edwards lifesciences for evaluation. Without the device returned for evaluation, visual inspection, functional testing and dimensional analysis were unable to be completed. Imagery was not provided for review. A review of the risk management documentation was performed, and no evidence of product non-conformances or labeling/IFU inadequacies were identified in the evaluation. The complaint was empirically confirmed. However, as the device was not returned, engineering was unable to perform and visual inspection, functional testing or dimensional analysis; therefore, presence of a manufacturing non-conformance was unable to be determined. DHR, lot history, and complaint history review revealed no indication that a manufacturing non-conformance contributed to the event. A review of manufacturing mitigations supports that the sheath has proper inspections in place to detect issues related to the complaint events. A review of IFU/training materials revealed no deficiencies. As reported ''during valve deployment of a 26 mm sapien 3 ultra valve in the aortic position in a surgical valve via transfemoral approach. A non-ew balloon was used to fracture the valve but ruptured. Balloon was removed without complication''. A ruptured balloon will likely have an altered profile potentially resulting in the balloon catching on the sheath distal tip during retrieval. The liner can be delaminated with use of excessive device manipulation to overcome any resistance entering the altered balloon into the sheath. Additionally, the ''patient had mild tortuosity vessels''. Tortuous anatomy can create a difficult pathway leading non-coaxial retrieval of the balloon retrieval through the sheath. As such, available information suggests that patient (tortuosity) and procedural (retrieval of burst balloon, excessive device manipulation) factors may have contributed to the complaint event. However, a definitive root cause is unable to be determined at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No IFU/labeling/training manual inadequacies were identified. Therefore, no corrective or preventative action nor product risk assessment is required at this time.